Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Three photos of the complaint device were included. The photos underwent review by the product analysis lab. [Photo review/evaluation]: review of the provided photographs showed evidence of biological material present on the emboguard balloon guide catheter (bgc). The origin and nature of this biological material cannot be ascertained from the photographs provided. This biological material appears to be attached circumferentially to the bgc. Potential flattening of the bgc is observed in the same region where the biological material is attached to the bgc. The photographs provided show no evidence of defects which could have contributed to the attachment of the biological material to the bgc (i.e. Exposed braid or sharp edges on the shaft surface). The biological material was reported to be 22 ¿ 24cm proximal from the tip, in one of the photos provided it appears to be approximately 24 - 26cm from the measuring point, but the measuring point used in the provided photo is unclear. No further damage or defects were observed on the emboguard bgc visible in the photographs. The cause of attachment or source of the biological material cannot be ascertained from the provided photos. Conclusion: the review of the provided photographs indicates there is biological material attached to the emboguard bgc. Potential flattening of the bgc is visible in the same area where the biological material is attached. There was no evidence of further damage or defects which could have contributed to attachment of the biological material or otherwise visible in the provided photographs. The root cause of this complaint event cannot be confirmed from the provided photographs. A review of the manufacturing documentation associated with this lot (0000143096) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Mechanical thrombectomy can sometimes be associated with several procedural complications, including vessel injury, distal embolism, puncture site problems, and postprocedural intracranial hemorrhage. According to the referenced literature, vessel dissection is a procedural complication associated with endovascular treatment. Unlike vessel perforation, vessel dissection is not always apparent on subsequent angiography and can occur at any procedural site without the obvious protrusion of a device from a vascular structure. Clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection. Even though, the device reportedly performed as intended, the relationship of the emboguard device to the reported event cannot be excluded and, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000143096) was used during an ischemic stroke procedure. The emboguard was placed without a sheath in the right radial artery. After successful retrieval of the clot from the second portion of the middle cerebral artery (mca), the emboguard was removed and it found with what the physician described as vessel wall intima attached circumferentially at 22cm ¿ 24cm proximal to the tip. Possible artery wall was suspected. Magnetic resonance angiography (mra) and ultrasound was performed. It was reported that the procedure was successfully completed. No procedure delay was reported. Three photos of the complaint device were included in the complaint file.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device and to include the additional event information received on 08-jul-2022. [Conclusion]: the healthcare professional reported that the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000143096) was used during an ischemic stroke procedure. The emboguard was placed without a sheath in the right radial artery. After successful retrieval of the clot from the second portion of the middle cerebral artery (mca), the emboguard was removed and it found with what the physician described as vessel wall intima attached circumferentially at 22cm ¿ 24cm proximal to the tip. Possible artery wall was suspected. Magnetic resonance angiography (mra) and ultrasound was performed. It was reported that the procedure was successfully completed. No procedure delay was reported. Three photos of the complaint device were included in the complaint file. On 22-jun-2022, additional information was received. The information confirmed that the target location of the ischemic stroke was the middle cerebral artery. The clot characteristic was undetermined as the clot was lost in the aspiration canister. One pass was made with the emboguard. The information indicated that it was not known if the patient was symptomatic from the reported artery wall dissection as she was under anesthesia. The reported vessel dissection was confirmed using magnetic resonance angiography (mra) and ultrasound. It was not known what medical intervention (i.e. Medication administration and/or surgical intervention) was performed to treat the dissection. The patient has been released from the hospital in stable condition. The information indicated that images/angiographs of the procedure can be made available for review. The procedure was considered successfully completed with no device malfunction or performance issues related to the emboguard and the clot was removed. A continuous flush was maintained during the procedure. On 08-jul-2022, a response from the cerenovus representative was received indicating that the images/angiographs of the procedure are unable to be obtained. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned emboguard device identified biological material present on the emboguard balloon guide catheter (bgc) and the balloon region and approximately 240mm from the distal tip. Kinking of the shaft at approximately 435mm and 525mm from the distal edge of the strain relief and flattening of the shaft at 575mm from the distal edge of the strain relief was observed. The returned emboguard device could not be inflated and deflated as separation of the jacket and balloon material in the balloon region was evident. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kink as the ball gauge could not be advanced past this point. It was evident from the photo investigation that this damage to emboguard bgc did not occur during use but likely during subsequent attempt to remove the biological material. The complaint event description reported that the bgc was delivered without an introducer sheath via the right radial artery and as the anatomically representative model does not contain appropriate representation of patient¿s skin and biological material a benchtop event recreation was not considered applicable. A review of the manufacturing documentation associated with this lot (0000143096) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned emboguard device shows visible damage including kinks, shaft flattening and separation of the balloon region. The returned emboguard device did not pass a minimum ID check using a ball gauge, as the kinks present prevented the ball gauge from advancing beyond the most proximal kinked area (435mm from distal edge of strain relief). Balloon inflation / deflation could not be performed on the returned embogaurd device due to separation of the shaft jacket and balloon material in the balloon region. The photo investigation showed evidence that the damage to the emboguard bgc (kinks / flattening / separation) did not occur during use but likely during subsequent attempt to remove the biological material, and therefore recreation of this damage was not considered applicable. The returned emboguard device also shows visible biological material present in the balloon region and at 240mm from the tip. The IFU recommends that the emboguard bgc should be inserted into the selected vessel via an introducer sheath as it acts as a conduit for the bgc and helps prevent damage to the device. The complaint event description reported that the device was delivered without an introducer sheath via the right radial artery. Recreation of this event could not be attempted as the anatomically representative model used in benchtop testing is not made from biological material that represents a vessel wall. In this case it is not possible to replicate the removal of vessel wall intima by the emboguard bgc. Mechanical thrombectomy can sometimes be associated with several procedural complications, including vessel injury, distal embolism, puncture site problems, and postprocedural intracranial hemorrhage. According to the referenced literature, vessel dissection is a procedural complication associated with endovascular treatment. Unlike vessel perforation, vessel dissection is not always apparent on subsequent angiography and can occur at any procedural site without the obvious protrusion of a device from a vascular structure. Clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection. Even though, the device reportedly performed as intended, the relationship of the emboguard device to the reported event cannot be excluded. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product was received the product analysis lab on 07-jun-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-jun-2022. [Additional information]: on 22-jun-2022, additional information was received. The information confirmed that the target location of the ischemic stroke was the middle cerebral artery. The clot characteristic was undetermined as the clot was lost in the aspiration canister. One pass was made with the emboguard. The information indicated that it was not known if the patient was symptomatic from the reported artery wall dissection as she was under anesthesia. The reported vessel dissection was confirmed using magnetic resonance angiography (mra) and ultrasound. It was not known what medical intervention (i.e. Medication administration and/or surgical intervention) was performed to treat the dissection. The patient has been released from the hospital in stable condition. The information indicated that images/angiographs of the procedure can be made available for review. The procedure was considered successfully completed with no device malfunction or performance issues related to the emboguard and the clot was removed. A continuous flush was maintained during the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.